Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported active system blood glucose result of 331 mg/dl, lab result of 73 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.